Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett¿s esophagus. This pt was prospectively enrolled with a 3 cm barrett¿s negative dysplasia. After a secondary focal ablation pt developed a stricture and complained of dysplasia. Pt was subsequently dilated and the symptoms were resolved. Per the physician the severity of this event was mild, and relationship of the event to the device procedure was unk, and there was no device malfunction.